Event description:
It was reported that the patient in clinic follow-up with the right ventricular lead exhibiting high defibrillation impedance. Conductor fracture was suspected. No interventions were made, and the physician elected to continue to monitor. The patient was in stable condition.